Manufacturer narrative:
The device was manufactured between: 08jan2016 and 11jan2016. As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a large volume infusor during preparation. There was no patient involvement. No additional information is available.